Manufacturer narrative:
Citation: hickey, graeme l. Phd et al. National registry data and record linkage to inform postmarket surveillance of prosthetic aortic valve models over 15 years. Jama internal medicine. 2017; 177(1):79-86 earliest date of e-publish/publish used for event date no unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding national registry data and record linkage to inform postmarket surveillance of prosthetic aortic valve models over 15 years. All data were collected from multiple centers between 1998 and 2013. The study population included 54,866 patients (43,782 biological valves and 11,084 mechanical valves). Among all patients adverse events included: 723 reinterventions (571 biological; 152 mechanical). Of the reinterventions 682 were surgical procedures and 41 were valve in valve implants with a transcatheter bioprosthetic valve. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.